Manufacturer narrative:
Device evaluation - both the screw and tulip were returned. Both parts were visually examined by eye prior to assembling. There were no signs of clamping on the bone screw sphere. Only slight scratching from an unknown cause. The parts were able to be successfully assembled per the design intent and then the tulip and screw were simultaneously tugged on in an effort to disassemble. The parts do not exhibit any signs that they would be prone to disassembly. No corrective actions are being recommended since the parts appear to function per the design intent. However, it is unclear as to why the disassembly occurred. Review of device history records found (B)(4) pieces of this lot released for distribution on 3/2/2023 with no deviation or anomalies. Two-year complaint history review did not identify a trend for reports of this nature for this part number. This report is number 1 of 2 mdrs filed for the same event (reference 3005739886-2023-00018 / 00019).

Event description:
It was reported that a procedure was performed on (B)(6) 2023, utilizing the reform ti mis pedicle screw system. The modular polyaxial tulip assembly (64-mt-0403) was popped onto the ø6.5mm x 45mm reform ti modular cannulated screw (39-sk-6545) in the caddy. The tech then pulled on the bone screw to check for proper assembly. The assembled screw and tulip was then inserted with the polyaxial screwdriver and when the screwdriver was removed from the screw the tulip head popped off the screw. At this time a new k-wire was inserted and the bone screw was backed out of the pedicle. Another screw and tulip were assembled and implanted with no further issue. There was a five (5) minute delay to the procedure due to this issue.